Event description:
The following was reported to hamilton medical ag: summary: te (B)(4) alarm confirmed with status indicator.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the status indicator is located on the front cover of the ventilation unit (vu) and is connected to the mainboard of the ventilator. The communication between the status indicator and the mainboard was interrupted, resulting in te (B)(4) (talls_alarmlederror). Replacement of the defective hamilton-c6 venitlator unit (vu) front cover (part no. Msp160747).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: te 246041 alarm confirmed with status indicator.